Event description:
The complainant has reported that a female pt (age unk) underwent a therapeutic hemostasis procedure for treatment of a sigmoid bleed. The clinician stated that the resolution clip device would not complete the deployment sequence by releasing from the catheter. Therefore, the clinician manipulated the device until it deployed. The pt did not sustain any additional trauma to the bleed site as a result of this deployment issue. The procedure was completed successfully with another of the same device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for the use outline appropriate placement, access and maintenance procedures.